Event description:
It was reported that a flogard infusion pump experienced an f-73 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected and functionally tested. The reported condition of an f-73 alarm was confirmed in the alarm log. The cause of the reported condition was due to a damaged central processing unit board (cpu). No repairs were made at this time as this device has been removed from service. If any additional relevant information is received, a supplemental report will be submitted.